Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw clip was chosen for implantation. After four grasping attemtps, the posterior gripper could only lower halfway down. The clip was removed from the patient and cardiac tissue was observed on the gripper. The clip was replaced and the procedure ended with three clips implanted to stabilize the tissue damage, reducing mr to grade 1-2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult to remove from the anatomy and single gripper actuation issue resulting in positioning failure associated with leaflet grasping and capture and unspecified tissue injury cannot be determined. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes added: h6 medical device problem code: 2921.